Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration.

Event description:
During investigation, the force sensor was found to be out of calibration and the force sensor plate was dimpled.